Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed (handle assembly and ligator head), and a visual evaluation noted that the ligator head was returned with four bands attached and some of them were moved from their position and overlapped. The suture was in good condition with seven knots. Additionally, the handle had marks of trip wire was secured. The ligator head was checked under magnification, and the tooth of the ligator head teeth was bent/damaged. Additionally, the suture hole was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was possible to observe that the tooth of the ligator head was bent/damaged, with four bands attached, some of them moved from their position and overlapped suggesting the bands were unable to deploy. These conditions could have been generated due to the manipulation of the device or technique used during handling and this may have interfered with the normal operation of the device. The bent ligator head teeth are evidence that the functionality of the device was affected in some way, possibly due to the tortuosity or anatomical conditions of the patient. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
Note: this report pertains to second of three speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic esophageal variceal ligation procedure performed on (B)(6) 2023. During the procedure, the plastic spool on the handle unit could not be rotated. A second speedband superview super 7 was used and it was noted that the plastic spool on the handle unit could be rotated, and the first two bands were successfully deployed; however, the third band could not be deployed. A third speedband superview super 7 was used, and it was noted also that the plastic spool on the handle unit could not be rotated. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to second of three speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic esophageal variceal ligation procedure performed on (B)(6) 2023. During the procedure, the plastic spool on the handle unit could not be rotated. A second speedband superview super 7 was used and it was noted that the plastic spool on the handle unit could be rotated, and the first two bands were successfully deployed; however, the third band could not be deployed. A third speedband superview super 7 was used, and it was noted also that the plastic spool on the handle unit could not be rotated. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands unable to deploy.